Manufacturer narrative:
The device was an unknown baxter cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection of a heater bag from the cassette. This occurred during dwell of peritoneal dialysis therapy. The disconnection was due to a use error, further described as the caregiver not securing the heater bag tightly enough. There were no defects with the disposables reported. The pd registered nurse reviewed set up procedures for therapy with the caregiver again. No additional information is available.